Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Summary investigation can be found below: the complaint reported is associated to a limitation specific to smartview 3.16. In some specific conditions, the pop-ups or the parameters menus are not visible to the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able see or to click on the appropriate answer or parameter, which explains the reported behavior during the programmer session or the options in the menu. This limitation will be corrected in the upcoming programmer version.

Event description:
During follow-up of a pacemaker, with smarttouch with smartview 3.16 installed, the physician noticed that some of the options in the menus are not available. After removing and re-inserting the battery the programmer behaved normally.

Manufacturer narrative:
Summary investigation can be found below: the complaint reported is associated to a limitation specific to smartview 3.16. In some specific conditions, the pop-ups or the parameters menus are not visible to the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able see or to click on the appropriate answer or parameter, which explains the reported behavior during the programmer session or the options in the menu. This limitation will be corrected in the upcoming programmer version.

Event description:
During follow-up of a pacemaker, with smarttouch with smartview 3.16 installed, the physician noticed that some of the options in the menus are not available. After removing and re-inserting the battery the programmer behaved normally.